Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer's buttons were not responding on their insulin pump. The customer stated replacing the batteries did not resolve the issue. The customer was advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
Insulin pump was received with act and esc buttons unresponsive due to corroded keypad traces.